Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. A procedural or post procedural bleed/ hemorrhage without an obvious source of bleeding is a rare but potentially life-threatening complication of coronary/cardiac interventional procedures and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. Edwards extensively trains physicians before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Per the instructions for use (IFU), potential adverse events associated with the overall procedure include thrombus formation, plaque dislodgment, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion, and/or death. It is the natural tendency of the body to form a clot on foreign objects in the vascular space. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous wiping and flushing of the devices to prevent and/or remove the clot. The thv training manuals and IFU instruct the operator to administer heparin and maintain the act at = 250 sec. There are multiple etiologies for bowel ischemia/infarction including embolization occurring after device manipulation, bav, or valve deployment and these events can result in varying degrees of permanent impairment. Additionally, prolonged hypotension can contribute to decreased bowel perfusion and ischemia potentially leading to tissue necrosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although the exact cause and source of the hemorrhage/bleeding and ischemia cannot be determined, it is possible the mechanisms of the tavr procedure described above or patient factors not provided may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported through the japanese tavi registry, after a trans-aortic tavr procedure with a 23mm sapien 3 valve, bleeding occurred from the sternotomy site the same day as the procedure. Rethoracotomy was performed to stop the bleeding, and the patient recovered slowly. On postoperative day 14, the patient's condition was noted to deteriorate, and a detailed examination revealed widespread intestinal ischemia. Conservative treatment was continued, but the patient passed away the following day. The cause of death was reported as intestinal ischemia.